Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Event summary: (B)(4) - the lead was returned and analyzed. The distal conductor was fractured. (B)(4).

Event description:
It was reported that the patient received one inappropriate shock and suffered emotional stress. The lead also had one peak of highimpedance and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.